Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information updated fields: a2, a4, b5, d8, d10, h2, h3, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defect in the main body. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that camera head image had strange colour. There were no reports of patient harm. Additional information was provided by the customer: the event occurred during unknown therapeutic procedure.

Event description:
It was reported that camera head image had strange colour. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.